Manufacturer narrative:
Clarification to b3: partial date of apr/2025 provided. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported having "implants mentioned in the recall and want information for reimbursement". Later healthcare professional reported "bilateral sparse cysts measuring up to 0.6 cm". Later, patient reported through company representative "encapsulated, capsular contracture", baker grade unknown. This is for the left side. Device remains implanted.